Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that during a vitreous-retinal procedure, the cutter was "engaging tissue and not releasing instead of cutting." The cut speed was reduced and it began to cut and release. There was no known harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes., and additional MFR narrative. One probe was returned for evaluation. According to the device history record review, the product was released based on the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. An actuation and aspiration tests were performed and deemed conforming. A cut test was performed and it was deemed nonconforming. The cut was choppy and not smooth. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter. The root cause for the inconsistent cutting cannot be determined from this evaluation however the most likely reason was due to the cutter becoming worn. (B)(4).